Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited under-sensing. Bleeding from the pectoral muscle was observed, and hemostasis was achieved. No further interventions were performed, and the patient's post-procedure status was unknown.